Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has not been indicated that the revision has occurred. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Additional concomitant medical products: item #: unknown, unknown head, lot #: unknown; item #: unknown, unknown stem, lot #: unknown; item #: unknown, unknown cup, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00159.

Event description:
It was reported patient underwent hip revision due to unknown reasons. The head and liner were revised. No further information has been reported.

Manufacturer narrative:
(B)(4). The reported event is confirmed through x-rays received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. Review of x-rays identified the dislocation of head from the cup. Nonspecific metallic component can be seen along the anterior portion of the proximal femoral diaphysis and hardware components appear intact. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision due to unknown reasons. The head and liner were revised. No further information has been reported. Review of radiographs, identified patient had a dislocated hip prosthesis.